Manufacturer narrative:
The lot was manufactured april 12, 2016 ¿ april 14, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional flow testing the flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an underinfusion while connected to a small volume intermate. The device was filled with 2g of cefazoline diluted with 100ml of nacl (normal saline) with a fill volume of 100ml. The intermate infused over one hour and thirty minutes. The expected infusion time was thirty minutes. No solution remained in the device after infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.